Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016 and (B)(6) 2016, there were inaccuracies between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the upper buttocks on (B)(6) 2016. No additional event or patient information is available. No product or data were provided for evaluation. The reported inaccuracies could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The device was returned for evaluation. An external visual inspection was performed and passed. A voltage test was performed and failed. The data logs could not be downloaded and retrieved. The complaint confirmation of inaccurate cgm values could not be determined. The root cause could not be determined.